Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to stem and sleeve loosening update ad 27 mar 2019. (B)(4) has been re-opened under (B)(4) due to receipt of unf and medical records. After review of medical records, the patient was revised for aseptic loosening of the left tha. Operative notes reported that the inferior two-thirds of the abductors were deficient and scarred. The stem was grossly loose. Part, lot number and doi has been provided. Added lawyer, law firm, medical history and patient dob. Update patient initials. Doi: (B)(6) 2006; dor: (B)(6) 2016; left hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: h6. Product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot - null. Device history batch - null. Device history review - null. If information is obtained that was not available for the initial meadwatch, a follow-up medwatch will be filed as appropriate.